Manufacturer narrative:
Additional information: b5- lens was explanted on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault. This resolved the problem. Reportedly "patient is happy." Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- low vault with rotation and refrative surprise were observed. - should be in the initial MDR. H6- device problem code 2923 - lens rotation should be in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vtich12.1, 3.0/6.0/103 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Low vault and refractive surprise was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.